Manufacturer narrative:
The following devices were returned and analyzed: sc-2316-50, s/n (B)(4): analysis of the leads was conducted. The complaint of high impedance could not be verified because proximal ends of the leads were cut and not returned. Visual inspection revealed that the leads were cleanly cut from distal end and no cables were exposed. The proximal ends were not returned. X-ray inspection found no cable breakage. The clean cut damage is a result of a typical explant procedure and it is not considered a failure. Sc-3400-30, s/n (B)(4): analysis of the lead extensions revealed that the complaint of high impedance could not be verified because proximal ends of splitter are missing. X-ray inspections found no cable breakage. Additionally, visual inspection revealed that tails of splitters were cleanly cut from the tip of the connector and no cables are exposed. The clean cut damage is a result of a typical explant procedure and it is not considered a failure. The insulation in one of the tails of serial number (B)(4) was pulled off and cables are exposed. Sc-4316, (B)(4): an analysis of the clik anchor revealed the eyelet was torn, and there was no missing silicone material.

Event description:
A report was received that the patient had lost stimulation. An impedance check revealed high impedances. The patient underwent a revision procedure wherein the leads and lead splitters were replaced. The physician did not suspect device malfunction.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2316-50 serial/lot: (B)(4) description: infinion 1x16 perc lead kit-50cm model: sc-3400-30 serial/lot: (B)(4) description: infinion splitter 2x8 kit (30 cm).

Event description:
A report was received that the patient had lost stimulation. An impedance check revealed high impedances. The patient underwent a revision procedure wherein the leads and lead splitters were replaced. The physician did not suspect device malfunction.